Event description:
Plaintiff reports initial bilateral implantation 1/8/83 with explant 12/14/89. Plaintiff alleges various illnesses including, but not limited to, physical pain, impairment, and suffering. Plaintiff's son is also a named co-plaintiff alleging injuries as a result of his mother's implants.